Event description:
A pt underwent a roux-en-y gastric bypass surgery. A liver retractor was placed into the trocar. The retractor tightened without success, and the trocar broke midway stem. Both pieces were retrieved.